Manufacturer narrative:
The evoke scs system was discarded. The root cause of the swelling and infection cannot be definitively determined. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include infection that may require hospitalization with intravenous antibiotic therapy and the patient may require surgery (including revision, explant, and replacement) as a result.¿ the manufacturing records were reviewed, and the product met all requirements for release.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted. First lead information: brand name: evoke cap12 percutaneous lead kit - 60cm model: 102878 catalog: 3008 lot/batch number: 9018090589 UDI:(B)(4) manufacture date: 02oct2024 expiration date: 02oct2026. Second lead information: brand name: evoke cap12 percutaneous lead kit - 60cm model: 102878 catalog: 3008 lot/batch number: 9018216317 UDI: (B)(4) manufacture date: 29oct2024 expiration date: 29oct2026.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported swelling at the evoke closed loop stimulator (cls) implant site and lead implant site. During the physician¿s evaluation, an infection was suspected. The evoke scs system was explanted to resolve the reported event. The evoke scs system was confirmed to be functioning as intended prior to explant.